Manufacturer narrative:
(B)(4). Evaluation summary: the cut mitraclip without the clip delivery system (cds) was returned and investigated. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of cardiac tamponade, atrial perforation, pericardial effusion and failure to retrieve mitraclip nt system components, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The IFU also states that failure to confirm that the clip is free from the left atrial wall and valve tissue may result in cardiac injury. All available information was investigated. The user technique contributed to the reported entrapment of the device due to interaction with the atrial wall. The difficulty removing the device due to interaction with the atrial wall was likely due to user technique/ procedural conditions and challenging patient morphology/pathology. The reported patient effects of cardiac tamponade, atrial perforation and pericardial effusion appear to be related to the procedural conditions/user technique and challenging patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the left atrial perforation. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The patient had a small left atrium and visibility was poor during the mitraclip procedure. The clip delivery system (cds) was being advanced to the left atrium when it became firmly stuck in the left atrial wall. Pericardial effusion and cardiac tamponade were noted. The procedure was aborted with zero clips implanted and the patient was taken to surgery for surgical removal of the cds and valve replacement. No additional information was provided.